Event description:
It was reported that a user experienced sustained hyperglycemia for more than 90 minutes while using the ilet, with alerts indicating elevated glucose and no fingerstick confirmation available; the user had eaten approximately two hours prior and was advised that insulin delivery would be conservative during the device learning period. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy, with subsequent downward trend arrows reported on follow-up. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed an unclear cause with device functioning as designed during the learning phase. It was concluded that the event was consistent with hyperglycemia of unclear cause with no injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.